Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used during a dilatation in the papilla vater performed on (B)(6), 2011.according to the complainant, during the procedure, after exiting the scope a leak was noted at around 1 atm even though no resistnace was noted, making the physician unable to dilate. It was confirmed that the balloon did not burst and that there were no sharp objects in the area of dilatation. The procedure was completed with another rx dilatation balloon.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years.the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired.(B)(4):according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.